Event description:
Boston scientific received information that this right atrial (ra) lead had damaged on insulation, lead body and conductor. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a proximal segment of lead was only returned and severed 29 cm from terminal pin. Damages in coils and insulation were noted but most likely from electro-cautery.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--